Manufacturer narrative:
Manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(6). The needle is detached from the thread.

Manufacturer narrative:
Manufacturing site evaluation: stock verification: stock was verified. There is no available units of the product material and batch number. No other complaints for this material/batch code. A total of 1,584 units of the product material and batch number were manufactured and distributed. Results for batch release or resistance assemble test fulfilled the OEM requirements. Received samples in opened package was checked visually, there was no needle. Needle holder marks were found close to the needle-assemble end. Five of the remaining units were taken to carry out the resistance to assemble test. All samples but one fulfilled the OEM requirements. One had a result below the reference requirement value. Reviewed the batch manufacturing record were completed, all products were manufactured and passed all requirements. Final conclusion: complaint is justified. Corrective/preventive actions: actions are being taken.